Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/03/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion jaw would not shut. No further information was provided. This was discovered during cases where no individual case information was provided, and no adverse effects on the patient were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is an internal manufacturing process issues addressed on ncr-28217. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.